Manufacturer narrative:
Device power up properly after battery installation. No missing segments were noted. Device received with operating currents within specification. Device passed displacement test, self test and unexpected restart error test. Device alarmed compromised force sensor system alarm during basic occlusion test and unable to prime during prime test due to force sensor resistor damaged by moisture. Unable to perform excessive no delivery test, delivery accuracy test and occlusion test due to compromised force sensor system alarm. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's girlfriend reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 640 mg/dl and customers blood glucose while leaving from hospital was 120mg/dl . The insulin pump also had a partial display. The customer was treated with intravenous drip. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.